Event description:
On (B)(6) 2020, the user contacted dario to report meter skipping steps. The user reported that the meter is skipping the step to 'insert a new strip', and goes straight to 'place a drop of blood'. Once the user inserted the strip, without being prompt to do so, the meter started measuring without the drop of blood, and read with an error. The user was sent a replacement of dario's meter and an RMA package for the user to return the meter for investigation. The RMA package with the dario meter was returned for investigation on march 4th, 2020. The RMA investigation concluded that the meter connects, skips steps, but a reading cannot be taken because once inserting the strip the meter immediately shows a low warning message. The RMA was sent to lsi for further investigation and received by lsi's r&d department on july 22nd, 2020. Further investigation concluded that the problem is with the strip connector's contacts. Two of the three contacts of the strip connector were found to be bent down. This resulted with a blood glucose (bg) level reading of 0 mg/dl, which in return presented the end user with the low warning message. Therefore, this malfunction complaint is confirmed. To further investigate the malfunction's root cause CAPA was initiated.